Event description:
The customer called regarding some readings he had received using his contour meter.during the call, it appeared the meter display was missing segments.the customer was not aware of the missing segments, but no adverse events were alleged.the meter was returneded for evaluation.a replacement meter was sent to the customer.

Manufacturer narrative:
The customer alleged that segments c and f were missing from the display. During the instrument check, all segments were present. The normal control testing that was performed showed segment c was present.